Event description:
It was reported that the nurse stated that they lost power earlier and had to reboot the arctic sun device. Since then, they have been receiving an alarm 113 (reduced water temperature control) and the patient was now below target. Nurse asked about refilling reservoir. Confirmed targeted temperature (tt) was 33.5c, patient temperature (pt) was 33c, water flow rate (wfr) was 0.5 l/min. Confirmed with nurse they did not add any water when the device lost power, water reservoir level (wrl) showed 3 bars. Explained this was enough water for therapy. The reservoir level did not affect the flow rate. Informed nurse anytime they do add water, make sure the pads were not connected to the device to prevent overfill. Explained flow rate and correlation to heater. Had nurse check pad tubing, confirmed there were no kinks or bends. Had nurse stop therapy, empty pads, and disconnect. Straightened tubing as much as possible and informed nurse to reconnect with proper technique. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.9 l/min. Informed nurse to keep an eye on the flow rate and call back if it continues to drop.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. Initial reporter facility name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Nurse asked about refilling reservoir. Confirmed targeted temperature (tt) was 33.5c, patient temperature (pt) was 33c, water flow rate (wfr) was 0.5 l/min. Confirmed with nurse they did not add any water when the device lost power, water reservoir level (wrl) showed 3 bars. Explained this was enough water for therapy. The reservoir level did not affect the flow rate. Informed nurse anytime they do add water, make sure the pads were not connected to the device to prevent overfill. Explained flow rate and correlation to heater. Had nurse check pad tubing, confirmed there were no kinks or bends. Had nurse stop therapy, empty pads, and disconnect. Straightened tubing as much as possible and informed nurse to reconnect with proper technique. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.9 l/min. Informed nurse to keep an eye on the flow rate and call back if it continues to drop. Per additional information received, it was reported that the issue was resolved with troubleshooting during the technical support call. The patient was able to complete therapy with no other issues from the device. No patient impact was reported. No serial or lot number was provided. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. Initial reporter facility name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they lost power earlier and had to reboot the arctic sun device. Since then, they have been receiving an alarm 113 (reduced water temperature control) and the patient was now below target. Nurse asked about refilling reservoir. Confirmed targeted temperature (tt) was 33.5c, patient temperature (pt) was 33c, water flow rate (wfr) was 0.5 l/min. Confirmed with nurse they did not add any water when the device lost power, water reservoir level (wrl) showed 3 bars. Explained this was enough water for therapy. The reservoir level did not affect the flow rate. Informed nurse anytime they do add water, make sure the pads were not connected to the device to prevent overfill. Explained flow rate and correlation to heater. Had nurse check pad tubing, confirmed there were no kinks or bends. Had nurse stop therapy, empty pads, and disconnect. Straightened tubing as much as possible and informed nurse to reconnect with proper technique. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.9 l/min. Informed nurse to keep an eye on the flow rate and call back if it continues to drop. Per follow up information received via task on 22may2025, it was reported that the issue was resolved with troubleshooting during the technical support call. The patient was able to complete therapy with no other issues from the device. No patient impact was reported. No serial or lot number was provided.